Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was that a patient representative reported an issue with lead positioning. The caller stated that the patient had spoken with an manufacturer representative supervisor along with the managing healthcare provider at the doctor's office on (B)(6), concerning a lead that was not properly placed and was supposed to be kinked or repositioned. According to the caller, the representative supervisor visited the doctor's office and reviewed the patient's x-ray. The caller reported that the patient was informed the ins was not functioning and could not be reprogrammed; however, this information was not communicated to the managing healthcare provider. The caller also stated that no written explanation was provided to them. Additionally, the caller indicated there was an instance when the representative supervisor informed the patient, without the managing healthcare provider present, that the implant itself was fine but could not function because the lead was not properly kinked or positioned correctly. The caller stated they were attempting to appeal to their insurance for a new surgical procedure. The agent sent an email to the field requesting a letter. On 2026-apr-24 additional information was received from a manufacturer representative and a patient representative. The agent received a call from the patient rep in regards to the same issue previously reported. The caller stated that they were needing to speak to a specific rep in regards to getting the notes they sent to the doctor advising a revision. The caller stated that their insurance wouldn't approve the surgery unless they had a letter/proof that it was medically necessary. The caller stated that they were already working on getting the patient records from the doctor. The caller stated that the patient was incontinent. The agent sent another email to the field staff. The field staff responded and indicated that they had been attempting to assist this patient and their wife. The patient was seen in the office on (B)(6) 2026 for what was thought to be a routine follow-up in the office. The patient stated that they had reached out to patient services because the device had not been working correctly. The patient had also received an x-ray prior to this appointment. The images were reviewed with the physician who told the patient that they had some lead migration, and a lead revision would be recommended. The patient was scheduled for a lead revision which the wife called and cancelled due to a conversation she had with their insurance company regarding coverage. The physician had encouraged the patient to reschedule and at this time the patient and their wife were trying to decide whether they want to proceed with lead revision.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va36phy serial# implanted: (B)(6) 2026. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va36phy, ubd: 12-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.